Event description:
It was reported that the tcm was producing a high amount of ice. No patient injury was reported.

Manufacturer narrative:
The field service representative changed the mini compressor and additional parts. The parts were returned to the manufacturer and failed testing. The parts were end of life. This report is being submitted to the FDA as a result of a retrospective review of product complaints.